Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The patient is female and (B)(6). During icp procedure the data could not display on generator. Changed the generator but issue remained. Changed the new sensor to complete. There was no report on patient injury. On (B)(6) 2015, per affiliate, no delays, adverse affects.

Manufacturer narrative:
The sensor was returned and evaluated by the supplier. The supplier's evaluation included a review of manufacturing records, which found that the device met all quality testing/inspection criteria prior to distribution. Evaluation of the returned device found that the sensor was not functional. The catheter material was stretched (flat) 47 cm from the connector. The internal catheter wires were broken. Due to the condition of the device, no further functional testing was possible. Based on their evaluation, the supplier confirmed the complaint and determined the cause of failure to be use related. No further investigation or corrective action is anticipated. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.